Event description:
International affiliate reported leakage around the twist clamp on a transfer set. Several days later the patient experienced peritonitis. Per international affiliate, no other information is available.

Manufacturer narrative:
Evaluation summary: results indicate that the reported event of leakage around the twist clamp of a transfer set was not confirmed. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will not continue to monitor this product line and take corrective / preventative action as appropriate.